Event description:
The customer reported that while the unit was in use on a patient, the unit went into "system trainer" mode, after approximately 36 hours of use, and without a pressure waveform. The patient was switched to another unit and therapy was continued. No patient injury was reported.